Event description:
Malfunctioned perclose device. Malfunctioned and the footplate could not be released. After some movement, it was able to be disconnected and removed. Perclose could not be attempted again for concern that there was injury to the common femoral artery wall.